Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump's belt clip had broken. Customer also stated they woke up in the morning with a blood glucose level of 40 mg/dl due to overcorrecting after eating a snack. Customer's blood glucose level was 92 mg/dl at time of reporting. Nothing further reported.